Event description:
It was reported that the patient went to the urgent care and was diagnosed with a skin irritation that was identified as cellulitis. For treatment, the patient was prescribed clindamycin at 2 times a day and an ointment once or twice a day. The patient was discharged after 30 minutes.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.